Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a primary revision surgery of a total right knee due to a fracture of the tibia. Patient fell causing fracture.

Manufacturer narrative:
An event regarding a tibia periprosthetic fracture involving a tritanium baseplate component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed because the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a primary revision surgery of a total right knee due to a fracture of the tibia. Patient fell causing fracture.